Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose of 216-217 mg/dl and moderate ketones. The customer was taken to the emergency room (ER) and was treated with fluids. The customer was discharged from the ER 5 hours later in stable condition and a bg of 144-145 mg/dl. The suspected cause for the customer's bg was an unspecified pump issue resulting in insulin not being delivered.